Event description:
According to the available information, the tip broke off. The dilator was damaged when the product was opened. The device was not used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9979932. One picture was received and showed a dilator broken. The workshop manager tried to reproduce the defect and after testing, it is possible to break the dilator when bagging the device. The teams have been informed of this potential defect. However without sample we cannot compare the defect and verify the cause. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9979932. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the tip broke off. The dilator was damaged when the product was opened. The device was not used.